Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the guidewire was separated at approximately 13.0cm from its nitinol distal end. The core wire was bent just distal to separated site. The guidewire was also bent at 1.0cm proximal to the distal tip. From the condition of the guidewire it appeared to be separated due to excessive torque. Examination of the core wire separation site showed no stretching, and the separation site appeared to be twisted (suggesting a torsional overload). It is probable that the reported event is related to some procedural factors limited the performance of the device. Therefore, it was determined that the reported event was related to operational context. The guidewire the polytetrafluoroethylene (ptfe) coating was peeled off on several places 42.5cm from the proximal end. The coating was scraped on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire, it appeared that the torque device had scraped off the ptfe coating. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
During the guidewire insertion into the microcatheter, the distal 10cm end of the guidewire broke off inside the microcatheter. The guidewire and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Event description:
During the guidewire insertion into the microcatheter, the distal 10cm end of the guidewire broke off inside the microcatheter. The guidewire and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.